Event description:
A malfunction on a pump was reported without any notable events occurring prior. Blood glucose levels did not exceed 500 mg/dl, remaining within normal range. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears.